Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving hydromorphone (10mg /ml at 1.931mg/day) and bupivacaine (7.5mg/ml at 1.448mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a motor stall occurred on (B)(6) 2018. The patient had a mammogram the week prior to (B)(6) 2018. The pump was silenced by a nurse on (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was at end of service (eos) per staff. The device was discarded. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that it was not suspected that the mammogram caused the motor stall. There was no other information on what made the pump stall. The pump was replaced on (B)(6) 2018. There were no further complications reported at this time.